Event description:
Reporter alleged, obtaining a discrepant blood glucose result of 338 mg/dl back to back with a result of 59 mg/dl on the advantage system, when testing was performed less than 10 minutes apart. Reporter indicated that she was experiencing some hypoglycemic symptoms during the time of testing. Reporter stated, that she self-treated by eating a glucose tablet. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.